Event description:
Surgery date: 1999. During the surgery, the surgeon reported that he was not able to tighten the locking screw onto two of the connectors. He was finally able to complete the construct using back-up parts which extended the surgery by two hrs.